Event description:
It was reported that after the 2nd inflation in the subclavian vein, a pta balloon catheter became stuck within the sheath during removal. Force was then applied and the catheter broke. The catheter and the sheath were removed together as a single unit. Another sheath was inserted and another balloon catheter was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number for this failure mode. The device has not been returned for eval to date. The investigation is currently underway.